Manufacturer narrative:
The insulin pump passed functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. The insulin pump was received no vibration on self-test due to broken vibrator red wire. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump did not vibrate when they pressed act after using up arrow to set an easy bolus amount. The customer stated that the vibrate mode is on. The customer was assisted with a self-test. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.